Event description:
Optease filter placed at another facility after a motorcycle accident approximately six months ago. Removal was difficult but successful. However, a portion of the filter retrieval hook broke off and could not be localized. During the removal procedure, a loop snare was used to engage the filter hook. An attempt was made to dissect the filter off the cava wall by pulling on the retrieval snare and pushing the sheath up. Though able to get the filter partway into the sheath, quite a bit of force was required and the filter would not completely engage the sheath. A loop snare was again inserted and used to grasp the hook. Though able to get the filter further into the sheath, it still would not come as it was stuck at the cranial end. Quite a bit of force was required and ultimately the snare released as the hook had straightened out. A glidewire was negotiated through the interstices of the filter and down the ivc. A loop snare was used to extract the wire back through the sheath. With this configuration, the end of the filter was off axis with the sheath. The loop was placed snare up and grasped the bottom of the filter and used that to guide the device into the sheath. The looped glidewire was then used as an anchor and managed to work the sheath up around the filter and ultimately, the filter was extracted. It was pulled up into the sheath and then the sheath removed in its entirety. Hemostasis was achieved with manual compression. We took the filter out of the sheath and saw considerable fibrin material wrapped around the cephalad interstices of the device. The loop portion of the hook was missing. We looked in all of the sheaths that we had used and could not find this tiny piece of metal. Fluoroscopic image of the abdomen was obtained and could not localize any fragment. Chest x-ray was negative for foreign body. It is possible that it was removed, but we cannot find this very tiny, clinically insignificant piece. One of the filter supporting struts was broken, but we think this might have occurred during filter extraction, but again, we cannot be sure of this.